Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd syringe plastipak 3ml ll 23x1 govt oozed liquid through the fitting between needle and the syringe. The following information was provided by the initial reporter, translated from portuguese to english: when vaccinating a patient, the nursing assistant noticed that liquid oozed through the fitting between the needle and the syringe, thus losing part of the immunobiological agent during the application.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringe plastipak 3ml ll 23x1 govt oozed liquid through the fitting between needle and the syringe. The following information was provided by the initial reporter, translated from portuguese to english when vaccinating a patient, the nursing assistant noticed that liquid oozed through the fitting between the needle and the syringe thus losing part of the immunobiological agent during the application.